Event description:
During an atrial fibrillation procedure using a contact cool path ablation catheter, a cardiac perforation occurred. The physician performed transseptal puncture with a brk transseptal needle and advanced a swartz braided introducer into the left atrium. A guidewire was positioned at the left upper pulmonary vein and the introducer was pulled back into the right atrium. The contact cool path ablation catheter was advanced with another slo introducer through the septal puncture next to the guidewire. The physician then noted the ablation catheter in the pericardium instead of the left atrium via fluoroscopy, which was confirmed with contrast. A non-sjm angiographic catheter was advanced through the introducer and placed in the pericardium to temporarily drain the resulting effusion. A second transseptal puncture was successfully performed using an agilis introducer; however, the patient became hypotensive and the procedure was abandoned. The physician performed a pericardiocentesis and placed a pericardial drain, which stabilized the patient. No further intervention was required. The physician indicated there were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Per the IFU, vascular perforation is an inherent risk of any electrode placement.